Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, noise and high out of range pace impedance measurements. A lead fracture was confirmed and a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.